Manufacturer narrative:
The reported event of noise was confirmed. As received, only the connector portion of the lead was returned for analysis. Visual inspection found an external insulation abrasion breaching the outer insulation and exposing the outer coil at the proximal region of the lead. Electrical testing that could be measured did not find any indication of conductor fractures or internal shorts. All other damages found are consistent with procedural damage. The cause of the reported event of noise was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.

Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's right ventricular (rv) and atrial lead exhibited noise oversensing. Inappropriate noise switch was also noted on the atrial lead due to oversensing. Both leads were capped and replaced on (B)(6) 2024. The patient was stable.